Event description:
During a procedure the lighthead and arm assembly broke and became detached. It fell onto a patient causing possible abdominal injuries. A urology table with a large vertical x-ray column was positioned directly below the surgical light and is able to lift-up and collide with the light. The proximity of the table to the surgical light contributed to the event. Previous contact points (marks and damage) were observed on the light structure and top of the x-ray unit, confirming these types of collisions have happened recently and occasionally over time. This equipment interference can exert excessive upward forces against the lighthead and light arms, resulting in breaking the arm's casting and having the lighthead fall onto the patient.